Manufacturer narrative:
The device was returned to a third-party service center. The technician could not confirm foam particles in the air path during the device evaluation. The device was scrapped. In this report, box d, g, h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging growth on thyroid, going to have to remove thyroid. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.